Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, prior to right ventricular (rv) lead implant, it was discovered that the rv lead packaging was warped, both inner and outer packaging. The rv lead was stuck in the packaging until it, "jumped out," and broke sterility. The rv lead was opened/not used and replaced. No patient complications have been reported as a result of this event.